Event description:
Additional information received indicated that programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device induced monomorphic ventricular tachycardia due to a combination of algorithms. The ventricular tachycardia was treated by the atp therapy. The patient was stable. No further information is available at this time.